Event description:
Report is for pt 2 of 3: 1.9 inr with protime system, lot number h7k3c288 vs. 1.3 inr with protime system, lot number h7kwc078a. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.